Manufacturer narrative:
The reported complaint was confirmed by data log analysis. The field service representative (fsr) could not verify reported issue. The batteries were fully charged upon arrival. When the fsr was replacing the battery, he found the cable lugs were not tight on battery posts. The fsr tightened the lug screws and the unit operated to manufacturer specifications and was returned to clinical use. The fsr downloaded the data logs and sent them along with the suspect batteries to the manufacturer for further evaluation. Review of the data logs show an intermittent failure of the system-1 when it switched between a/c and battery back-up. Something appears to be causing the battery voltage to change erratically. Evaluation of the returned batteries at the manufacturer, showed they were both passing initial voltage of 12vdc as both measured 13.0vdc indicating a full or near full charge. Neither battery passed initial conductance testing. After allowing the batteries to charge for five hours the available capacity indicated 18ah indicating a full charge. A discharge test was started and the batteries passed the fifty minute minimum test time by correctly discharging for sixty-eight minutes. The batteries were then fully charged for over thirteen hours and charged correctly. As the batteries were only one month old and then returned passed all electrical testing, the probable major contributing factor is the loose connection of the lugs connection to the posts on the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer unplugged the system-1 to move and it lost power. The customer plugged the system back in after it lost power, then unplugged again and it switched to battery. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or to adverse consequences to the patient.